Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, event history log review, functional testing, battery testing, and service history review was performed and the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-35 alarm. This occurred before use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.